Event description:
It was reported that small amount of noise was observed. No inappropriate therapy was noted. Decreased pacing impedance was noted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted due to externalized conductors above the rv coil. Patient condition was fine after the event.

Manufacturer narrative:
Externalized conductors due to external insulation abrasion were noted at 25.7-27.9cm from the connector pin. Externalized conductors due to external and internal insulation abrasion were noted at 7.4-13.6cm from the lead tip. External and internal insulation abrasion was noted at 6.7-7.6cm from the lead tip. The etfe coating was intact at these locations.